Event description:
Aseptic peritonitis [peritonitis]. Cultures of peritoneal cavity high in polymorphs [peritoneal effluent leukocyte count increased]. Case description: spontaneous report received on 29-mar-2009 from a physician regarding a pt, for whom age, initials, and gender were not provided. The pt had abdominal surgery on an unk date, during which seprafilm was used. Following the abdominal surgery, the pt experienced aseptic peritonitis, which required reoperation. There was no enteric leak and the cultures of the peritoneal cavity were negative for organisms although high in polymorphs. By the next day the pt was "almost asymptomatic" and was discharged the day after a CT scan of the abdomen was "unremarkable." As of the date of receipt of this report, the pt outcome was unk. No further info was provided.

Manufacturer narrative:
Eval summary: no sample was returned and no lot number was provided by the user facility, therefore, genzyme quality assurance is unable to perform an eval, or lot history review. If a lot number is provided in the future, this complaint will be re-opened, and the appropriate investigation will be conducted.